Event description:
The pt reported inaccurately low blood glucose readings with 2 bottles of test strips, lot 1l505b. On an unknown date within the last month, the pt opened the first bottle of test strips and performed a side by side blood glucose comparison using co's test strips and another brand test strips (lot 701775a, code 8, exp 1/99). He obtained test results of 101 and 163 mg/dl respectively. Even though he thought the result with co's test strips were low, he continued to use the test strips. Approx three weeks after opening the first bottle, the pt opened the second bottle from the same box and performed a side by side blood glucose comparison (he opened the second bottle because he continued to obtain lower readings with test strips from the first bottle and thought they were not accurate). He obtained a blood glucose test result of 91 mg/dl with the second bottle of co's test strips and a result of 181 mg/dl with the other co's strips. He discontinued use of the first bottle of co's test strips and began to use test strips from the second co's bottle. Some time this week, the pt noticed that his blood glucose readings had decreased to the 30-50 mg/dl range (no specific blood glucose test results available). Because of the lower readings, he performed a blood glucose test using his wife's blood (she is non--diabetic) and obtained a test result of 10 mg/dl (using test strip from second bottle). With the co's rep, the pt obtained a blood glucose test result of 9 mg/dl using co's (second bottle) and his own blood sample. The desiccant is in both co's bottles. The pt's meter was set to the appropriate code when all tests were performed. The pt has 4 other co's bottles (same lot) that he has not opened. Also with the rep, the pt obtained a check strip test result of 89 versus a check strip range of 75-99. The pt's normal control solution is expired.